Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure leak at the handle was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end air water channel exhibited foreign material. A root cause could not be identified. Based on the results of the investigation the most probable cause of the identified failure is cause traced to failure to follow instructions. The event can be prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's distal end air water channel exhibited foreign material. There was no patient involvement.